Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 9/29/15 device evaluation: the device has been returned and evaluated by product analysis on 09/12/2015 with the following findings:.battery compartment crack found above and below grip pad to the case seal. Unrelated to the complaint, the display has a reddish tint contrast. The investigation is done by using returned cap with the pump.